Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of the using the pre-close technique prior to a pulmonary vein isolation (pvi) interventional procedure. Reportedly, the suture came out with the device during deployment [suture malposition]. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a large bore sheath and the pvi procedure was completed. Reportedly, post procedure, one of the sutures broke during knot management. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported suture separation was not confirmed as not all components were returned. However, a cut was noted on the suture rail end. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a specific quality issue. Based on the reported information and the observations from the returned analysis, a conclusive cause for the reported suture separation could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.